Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of (B)(6) 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as (B)(4).

Event description:
Avanos medical, inc. Received a single report that referenced three different incidences, which were associated with separate units, involving three different events. This is the second of three reports. Refer to 9611594-2021-00172 for the first event. Refer to 9611594-2021-00174 for the third event. It was reported during gastrostomy tube placement all of the gastropexies broke. There was no reported injury.